Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility. Additional information was received that the ipg was replaced due to the need for frequent charging.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.